Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and during the ablation phase, the patient experienced cardiac perforation that required pericardiocentesis. During an ischemic vt case, a cardiac perforation was noticed in the right ventricle of the patient. When the physician was on ablation with stsf catheter, the physician felt a steam pop in the patient. They had then checked on the ultrasound system for an effusion. They confirmed there was a cardiac perforation present in the right ventricle, on intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis, and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician's opinion on the cause of the adverse event is operator use in procedure. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. The patient fully recovered. The noted temperature, impedance, and power were 32*c, 95 ohms, 35w. The length of ablation cycle when steam pop was observed was 37 seconds. Ablation was stopped due to impedance spike cut off.

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and during the ablation phase, the patient experienced cardiac perforation that required pericardiocentesis. During an ischemic vt case, a cardiac perforation was noticed in the right ventricle of the patient. When the physician was on ablation with stsf catheter, the physician felt a steam pop in the patient. They had then checked on the ultrasound system for an effusion. They confirmed there was a cardiac perforation present in the right ventricle, on intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis, and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician's opinion on the cause of the adverse event is operator use in procedure. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. The patient fully recovered. The noted temperature, impedance, and power were 32*c, 95 ohms, 35w. The length of ablation cycle when steam pop was observed was 37 seconds. Ablation was stopped due to impedance spike cut off. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test were performed following bwi procedures. Visual analysis revealed corrosion in the connector area and the printed circuit board (pcb). An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31291167l and no internal actions related to the complaint were found during the review. The high impedance issue reported by the customer was confirmed due to the corrosion observed in the connector and pcb. The potential cause of corrosion could not be determined since no water leakage was observed during the irrigation test. The corrosion issue observed is not related to the adverse event or the steam pop issue reported by the customer. The potential cause of the adverse event and steam pop remains unknown. In addition, no error messages were observed on biosense webster equipment during the procedure. The physician's opinion on the cause of the adverse event is operator use in procedure. The instruction for use (IFU) contains the following recommendations: careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient; when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion; too rapid an increase in power during ablation may lead to perforation caused by steam pop; do not immerse the handle or cable connector in fluids; electrical performance could be affected. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).